Event description:
Reporter stated that customer found leak in one set during priming. Further investigation with nurse (rn) revealed that facility has experienced two incidents of leaking tubing, one of which involved a chemo spill. The chemo medication used was unknown. Leakage was noted during patient use during the first part of therapy. It was confirmed that there was no patient injury nor staff exposure, as protective gear was worn by nurse administering the therapy. Spill onto floor was reported to have been cleaned up appropriately.